Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient¿s cgm was reading high mg/dl. No bg meter comparison was done as the patient could not find his bg meter at home. The patient was also using a tandem insulin pump. The patient was vomiting blood and was lethargic. The patient¿s sister brought him to the ER. At the ER, the patient¿s bg meter reading was high, but the exact value could not be recalled. The patient was treated with insulin and unspecified antibiotics. It was reported that the patient was in the ER for more than 24 hours however, the exact date of the patient¿s discharge was not provided. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.